Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, there were no abnormalities in the device, and it is likely that the display setting of the monitor was changed from sdi1 setting to sdi2 setting by mistake. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed no image and mentioned that the device was displaying serial digital interface (sdi) 2 searching on the screen .tac instructed the customer to check the cabling and the customer had sdi out 1 connected to the video on the monitor. Tac asked the customer to switch to sdi2 and the image was restored. Tac concluded that the unit was cabled incorrectly. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on the monitor. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.